Event description:
It was reported that pump malfunction occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection, customer did not require assistance from a third-party and worked with technical support to reset pump using provided instructions; malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned.